Event description:
It was reported that a embolization coil implant was being positioned and was halfway out of the catheter when it was attempted to be retracted for repositioning. The implant detached unexpectedly. The physician attempted to flush the implant out and then attempted to push it out with multiple guidewires but was unsuccessful. The implant was removed in its entirety along with the catheter. There was no effect to the patient. There was no intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by hospital staff and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.